Event description:
Reporter indicated that the patient was reprogrammed to 2.5 ma output current as opposed to 2.0 ma. No error messages were reported. Follow-up with the physician indicated that the patient experienced a burning sensation in her neck and was found to be programmed at 2.5 ma as opposed to 2.0 ma. In-house programming history was not available to determine the cause of the event.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.